Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 182 mg/dl. The customer went to eat a snack and the screen was blank and when it came up it said button error. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump passed displacement, operating currents, self test and off no power tests. No blank display noted. The insulin pump has minor scratched display window. Unit received cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.